Event description:
The customer reported that the device would not cut evenly and this result in some tissue damage. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not be rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.